Event description:
Customer reportedly obtained results of 52mg/dl and 172mg/dl on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.